Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to open. The field service engineer (fse) identified matrix drawer 7 with a raised divider causing rubbing, adjusted the divider by pushing it back into proper position, and confirmed smooth drawer operation after correction to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 6green-b, drawer 7 only allowed access to the first row of medications. The user suspected an obstruction preventing the drawer from opening further and attempted to clear barriers and medications but was unable to proceed due to significant resistance. However, there were no delays or adverse events or injuries reported based on this event.